Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) via a manufacturing representative (rep). It was reported that the patient has not charged ins in 2 years; ins causing pain at the pocket, which started last 6 months, cause unknown. Patient does not like the paresthesia and states that stimulation worked for the first 9 months after implant, but stopped helping low back pain. Lead at top of t6 neurosurgeon is recommending the patient be re-trialed with a different device. Surgical intervention planned. Patient is alive with no injury. No patient symptoms or complications were reported in this event.